Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called technical support and reported cloudy effluent and possible fibrin. Follow up with the pt's peritoneal dialysis registered nurse (pdrn) indicated the patient was diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2015 and the peritonitis relapsed on (B)(6) 2015. The pdrn indicated the patient's report of slow drains and cloudy effluent during a technical services call on (B)(6) 2015 where attributed to the peritonitis. The nurse stated the peritonitis infections were a result of touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatments; the patient did not wash their hands and did not don a mask. There was no reported fluid leaks during treatment prior to the infections. The nurse stated the patient was not hospitalized for the episodes of peritonitis and was treated in-clinic. As of (B)(6) 2015, the complaint of discomfort and signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy w/out further issue. Medical records were requested. Was still hospitalized and was expected to continue completing hemodialysis treatments while hospitalized and upon discharge. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.